Event description:
Pt status post tfn nail implantation in (B)(6) 2011 returned to surgeon complaining of pain on an unk date. X-rays at this visit showed a broken nail at the helical blade area and a non-union on the sub-trochanteric region. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware, pt was revised to a total hip replacement. This is 2 of 2 reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.